Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and emergency room visit. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that a suspected pod site infection that began on (B)(6) 2026, while the pod was worn on the arm. The patient stated blood glucose values rose to 27 mmol/l (486 mg/dl) and subsequently went to the emergency room. On pod removal, the skin at the site was red, rash like, and swollen. The patient reported that the pod was removed upon arrival at the hospital and received saline via a cannula and prescribed ¿fluxacillin¿ antibiotics four times daily for 7 days.